Event description:
This customer reported that the 4th and 5th shocks attempted during a resuscitation were not delivered. The involved pt died. At this time, there has been no determination as to whether the device was a factor in the reported death.

Manufacturer narrative:
This customer reported that the 4th and 5th shocks attempted during a resuscitation were not delivered. The involved pt died. At this time, there has been no determination as to whether the device was a factor in the reported death. A f/u report will be submitted after philips obtains more info about this event.